Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of femoral loosening, which created a bending moment on the femoral stem extension and led to the fatigue fracture.

Event description:
Revision of knee components due to loosening and broken femoral stem.